Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, seroma-late, rupture, pain.

Event description:
Healthcare professional reported left side "rupture", "fluid collection" and "free silicone" diagnosed via ultrasound and "capsular contracture baker grade I" and "pain". Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side "rupture", "fluid collection" and "free silicone" diagnosed via ultrasound and "capsular contracture baker grade I" and "pain". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed surgical damage, more than three openings assessed as surgical damage, an opening assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿capsular contracture: unable to observe as it is not related to the manufacturing process. ¿seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.